Manufacturer narrative:
A ventilator was reported failing pre-use checks and high peep. Our field service engineer investigated the ventilator on site and found issues in a pressure transducer. The failing pressure transducer printed circuit board (pcb) and logs were returned for investigation. The pressure transducer pcb was mounted in a reference ventilator for simulated use testing. The reported issue was reproduced and a large zero-pressure voltage was measured. Microscope images showed dirt on the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure sensor on the pressure transducer pc board.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).